Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was administered with intravenous antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.